Manufacturer narrative:
Reliability analysis inspected 17 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a pump. Ran priming in pump at 55.0 units. 1 of 17 infusion sets failed per spec. The infusion set was found occluded at tubing qr connection septum side. Remaining 16 of 17 infusion sets pass per spec. No occluded anomalies were found during analysis. (B)(4).

Event description:
The customer reported via phone call of a box of faulty infusion sets. The customer's blood glucose reading was unknown. The customer will be sent replacement sets.